Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has been experiencing a "tumor" along the left clavicle catheter since around on (B)(6) 2023. On (B)(6), after completing dialysis at another hospital, the patient experienced pain at the site of the tumor during the heparin lock procedure, and the lock could not be performed. Catheter damage was suspected. When the catheter was removed there was a crack at the end of the cuff of the venous side catheter (catheter tip side). Additional information provided clarified that the "tumor" was a hematomal.

Manufacturer narrative:
The venous tesio catheter was returned for evaluation. Visual inspection confirms the complaint. In the sample a crack / rupture around the lumen tube just below the bonded retainer is observed. The tube is not separated completely. A supplier corrective action request was issued to the contract manufacturer. The contract manufacturer evaluated the returned device and confirmed the crack just below the bonded retainer (cuff). Relative measurements were taken and revealed the device is within specification. The device lot number was not provided so a review of the manufacture records for the specific device could not be conducted. A review of the manufacture process for the device was conducted. This review shows the catheter is inspected after each step of the assembly process, including a 100% leak test performed as the last manufacturing operation before quality inspection and package operations. If damage such as holes, cracks, ruptures, tears and/or small pin holes that could cause a leak exists at the time of manufacture, the leak test operation will detect it and the device will be scrapped. The device was implanted and functioned for three years prior to this event. A root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings and precautions: *do not use sharp instruments near the adapter tubing or catheter lumen. *care must be taken when using sharp objects or needles in close proximity to catheter lumen. Contact from sharp objects may cause catheter failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.